Event description:
The customer reported via phone call that the insulin pump had a button error alarm during bolus. The customer confirmed that the device may have had a button pressed for a while. Blood glucose level at the time of the call was 183 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. The insulin pump was received with cracked case at display window corners, cracked reservoir tube, minor scratched display window and missing end cap sticker.